Event description:
Information received by medtronic indicated that there's no communication of mobile device with the carelink connect app and hence unable to upload the reports. It was reported that the minimed mobile app was unable to communicate with the carelink connect app. Troubleshooting was done and found that customer was unable to login to carelink connect. Further pairing steps had been advised to the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app. The product will not be returned for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional review of the complaint has been done and the correct data has been captured under section h11 of this follow up report which was not completely correct in the initial report. Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the issue was performed on an iphone 14 pro ios 16.6 and minimed mobile 2.2.0 and the issue was not reproduced. Following a comprehensive investigation, it was determined that the carelink support team examined database sso logs. They confirmed that there was only one recent failed login attempt, and all subsequent attempts to login were successful. There were no apparent issues with the user's carelink account; it was active and not locked. The helpline was instructed to confirm with the user if the issue was ongoing, as data and recent logins indicated that the issue was no longer occurring. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: log in from a new device. Reset the password to a simpler one. Log in from the original device. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n, version pch00112475. (Most likely) root cause: most likely user not entering password properly or failing mfa check. Analysis summary: all recent logins were successful. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.